Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "customer problem: fx441386 / 26 false positive bottles they reported several false positive results in drawer c customer had 22 anaerobic bottles and 4 pediatric plus bottles turn positive in quick succession in drawer c of the instrument. Customer subcultured these and found no organism, therefore none of these results were reported. Customer reinserted the vials to continue protocol. Found multiple issues in the log file. Customer incorrectly rebooted the instrument multiple times last night between 6pm and 8pm. The temperature dropped and a few test cycles were skipped."

Manufacturer narrative:
Investigation summary: field service engineer (fse) was dispatched and replaced the scm (system controller module bfx spare). The instrument is deemed functional and handed over to the customer for use. This is an unconfirmed failure of the bd product. Root cause is related to workflow/ no device problem found. Samples were received in the form of log files the data indicated that the fps were caused by the back to back reboots / power losses which caused the instrument to miss readings and drop temps. The fps primarily had come out of the c drawer in looking at the data, however the c drawer does not show any issues outside of the power losses/reboots. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were returned but were unable to be located at the time of this investigation. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "customer problem: fx441386 / 26 false positive bottles they reported several false positive results in drawer c customer had 22 anaerobic bottles and 4 pediatric plus bottles turn positive in quick succession in drawer c of the instrument. Customer subcultured these and found no organism, therefore none of these results were reported. Customer reinserted the vials to continue protocol. Found multiple issues in the log file. Customer incorrectly rebooted the instrument multiple times last night between 6pm and 8pm. The temperature dropped and a few test cycles were skipped."